Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking trifunnel was confirmed and the cause appears to be manufacturing related. The product returned for evaluation was trifunnel 20f 20 ml replacement gastronomy device. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed 5 mm from the tapered region of the three fluid conduits. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. The sample contained no traces of usage residue. A complaint history review found two other instances of sharp instrument damage, all from different facilities, and all containing similarly sized holes which were similar distances from the tapered region (between 7mm and 8mm from the tapered region). In each of these three cases the feeding tubes were lightly used, or appeared to have not been used. The similarity between the size, shape, and location of these three instances of sharp instrument damage (having come from three different complaint facilities) made it likely that the damage did not occur at the user facility and may have originated during product manufacture. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse had noticed water leaking from a tube while pretesting before use. The device was not used for the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse had noticed water leaking from a tube while pretesting before use. The device was not used for the patient.